Manufacturer narrative:
The reported event was not confirmed. The device was disassembled and all the components were conforming. The device was cleaned, lubricated, adjusted and passed all final inspection prior to return to stryker stock.

Event description:
It was reported that during a surgical procedure at the user facility, the core universal driver was running intermittently by itself when plugged in. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the core universal driver was running intermittently by itself when plugged in. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.